Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on via battery power. The device powered on appropriately via ac power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.